Event description:
It was reported that during an implant procedure, the left ventricular lead had high threshold. The lead was not used and another lead was implanted in a different branch, which required a different lead shape. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).